Event description:
February 23, 2000, pt underwent endarterectomy for the common and external iliac arteries. 6-0 prolene suture was used to close the external iliac artery and was tied with seven surgeon's knots and granny knots mutually. Post-operative hemorrhage occurred and the pt was returned to the operating room. A 6 to 7mm separation of the suture line was noted and it was unclear to the surgeon whether the suture had broken or the knot had untied. A repair was carried out and the pt subsequently died on february 24, 2000.